Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The compromised force sensor system alarm could not be confirmed due to a motor error alarm. The unit had a cracked battery tube thread, a cracked reservoir tube lip, and a cracked case near the display window corners.

Event description:
The customer's mother called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during manual prime. The blood glucose reading was 600 mg/dl. The caller treated the customer with a manual injection. Caller stated device automatically went into rewind after rebooting. Caller declined further high blood glucose level troubleshooting. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.